Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("the essure coil was broken during removal") and pelvic pain ("pain") in an adult female patient who had essure (batch no. B53551) inserted for female sterilisation. The patient's concurrent conditions included genital bleeding, chlamydial infection, uterine fibroid, adnexa uteri cyst, dysmenorrhea, menorrhagia, rash, dyspareunia, fever, chills, hot flashes, migraine, paratubal cyst and vaginal discharge. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy) and surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2016, sonogram revealed possible small paraovarian cyst on the right. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record was received. Reporter's information and lot number were updated. Event added: the essure coil was broken during removal. Concomitant diseases and lab data were added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the essure coil was broken during removal") and pelvic pain ("pain") in an adult female patient who had essure (batch no. B53551) inserted for female sterilisation. The patient's concurrent conditions included genital bleeding, chlamydial infection, uterine fibroid, adnexa uteri cyst, dysmenorrhea, menorrhagia, rash trunk, dyspareunia, fever, chills, hot flashes, migraine, paratubal cyst and vaginal discharge. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy) and surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2016, sonogram revealed possible small paraovarian cyst on the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the essure coil was broken during removal') and pelvic pain ('pain') in an adult female patient who had essure (batch no. B53551) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2016, sonogram revealed possible small paraovarian cyst on the right. Concurrent conditions included genital bleeding, chlamydial infection, uterine fibroid, adnexa uteri cyst, dysmenorrhea, menorrhagia, rash trunk, dyspareunia, fever, chills, hot flashes, migraine, paratubal cyst and vaginal discharge. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy-rash/skin condition"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches") and chlamydial infection ("chlamydia infection"). The patient was treated with surgery (laparoscopic salpingectomy and laparoscopic salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, dyspareunia, dysmenorrhoea, dermatitis allergic, vaginal discharge, migraine, headache and chlamydial infection outcome was unknown. The reporter considered chlamydial infection, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events per pfs: dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy-rash/skin condition, vaginal discharge, migraine, headaches and chlamydia infection. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.